Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 50 that followed a previously elevated glucose, and the user self-treated with oral glucose to return to range; no maladaptive behaviors were observed. Symptoms included low blood glucose. Outcomes included an urgent low glucose event without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device-related malfunction and no user behavior contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.